Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation and functional test were performed. The implant has sings of use with bone debris on its external threads. The mount does not disengage form the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did occur. The implant has sings of use with bone debris on its external threads. The mount does not disengage form the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It is reported that the doctor was unable to remove the mount because it was stiff. He completed with another similar product. Tooth site # 6.

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown.